Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, distal end plastic crack and forceps passage stain were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that grey discharge was observed from the evis exera iii colonovideoscope during reprocessing. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as grey foreign material that was exiting from the channel - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.